Event description:
It was reported that two days post-implant, the patient complained about coughing up dark blood. The left ventricular lead status is unknown, but the lead appeared to be an implant attempt. One right ventricular lead was not used due to helix issue, and the other right ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.